Event description:
It was reported that the patient's right ventricular (rv) lead was experiencing noise. The rv lead was explanted and replaced with alternate rv lead. The patient's condition was stable.